Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 5 months due to endocarditis. It was also reported that the this was the patient's 3rd open sternotomy. Via follow-up with the healthcare provider, it was learned that the patient expired 2 days post surgery. There has been no information to suggest a relationship with the edwards' device to the cause of death. The patient's cardiologist indicates no edwards device quality deficiency related to the patient's explant (endocarditis), or death. The cardiologist also indicated tha patient expired due to rv failure after aortic root replacement. No additional information or records were provided, due to patient privacy concerns by the hospital.

Manufacturer narrative:
The serial number has not been provided and cannot be traced. Moreover, the hospital declined to release the device to edwards for evaluation, due to patient privacy concerns. The patient's cardiologist indicates no quality deficiency with the edwards device related to this event. Note that the implant duration was not provided. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. However, late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The hcp declined to release any additional information regarding this event.